Event description:
On (B)(6) 2009, pt reported she was trying to give herself a bolus and the up and down buttons are not functioning. Pt stated it happened today. Pt reported she was able to give herself a bolus by going through the menu to the standard bolus menu. Pt stated buttons pop back up. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.